Manufacturer narrative:
Investigation visual inspection no significant deformations of damage of the valve was detected during the visual inspection. It was noted that there were foreign catheter pieces and ligatures on the inlet spout of the progav 2.0 valve and the outlet spout of the shunt assistant. Permeability test a permeability test has indicated that the shunt assistant has a blockage and the progav 2.0 valve is permeable. Adjustment test the progav 2.0 valve was tested and is not adjustable throughout the normal range. Braking force the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. Computer controlled test to investigate the claim of under drainage, the opening pressure is measured using a miethke computer controlled testing apparatus, which simulates a cerebrospinal fluid flow. Because the progav 2.0 valve is not adjustable and the shunt assistant is not permeable, a computer-controlled test was not possible. Results first, we performed a visual inspection of the progav 2.0 shunt system. No significant deformations or damage of the valves was detected during the visual inspection. Foreign catheter pieces and ligatures were noted. Next, we tested the permeability of the valve. The progav2.0 was permeable but the shunt assistant was not. Additionally, we tested the adjustability as well as the brake functionality and brake force of the progav 2.0 valve. The valve was not adjustable to all settings. The brake functionality was fully operational, however due to the inability of the valve to hold a set pressure, it was not possible to measure the brake force. A closer inspection of the opening pressure of the valves to investigate the claim of under-drainage was not possible due to the non-permeability of the shunt assistant and the non-adjustability of the progav 2.0. Finally, we have dismantled the valve. Inside both the valves, we have found build-up of substances (likely protein). Based on our investigation, we confirm the presence of occlusion in the shunt assistant valve. Additional we have noted that the progav 2.0 in no longer adjustable to all specified pressure settings. We speculate that the observed malfunctions are due to the deposits observed inside the valves. As described in our literature the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. When additional information is received a follow up report will be submitted.

Event description:
It was reported that the po valve is blocked and underdrain. File entered with limited information. Delivered with the return kit inside an unknown liquid. Age: na / height cm: na / wight kg: na / gender: na.